Event description:
The user facility reported that an employee hit his head on a stationary harmony lighthead. The employee was treated in the emergency room for minor head injury and has returned to work with no sustaining injuries. This event did not happen during a patient procedure; no procedural delays or cancellations.

Manufacturer narrative:
A steris technician inspected the lights of the reported event and found the lights were operating properly; they held their position when moved and there were no signs of drifting. The root cause of this event is the user facility employee not being aware of his surroundings and accidentally running into the light.